Event description:
Healthcare professional reported "discomfort in the right chest and front chest", "rupture" and "stage iii capsular contracture". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Continued e.1. Address line 1: (B)(6). Continued e.1. Phone number: (B)(6). Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" and "stage iii capsular contracture".

Event description:
Healthcare professional reported "worry about discomfort", "asymmetry", "rupture" and "stage iii capsular contracture". This record is for the right side. Device has been explanted.